Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in 221 bd phaseal¿ connector luer lock (c35) devices before use during an inspection. The following information was provided by the initial reporter, translated from (B)(6) to english: "foreign matter confirmed during in-process inspection".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-20. H6: investigation summary two hundred and eleven samples were provided to our quality team for investigation. Upon visually inspecting the product, black particles were observed to be embedded within the connector body on all samples. A device history review was performed for the reported lot 2001115, no deviations or non-conformances were identified during the manufacturing process that could have contributed to embeded particles within the product. Final products are subjected to both visual and functional inspections throughout manufacturing and machines undergo proper maintenance and clearly define cleaning according to procedure. While we could not identify a direct issue, it was determined the particles likely generated during the molding process as a result of dirt accumulating within the injection machine, them becoming embedded within the connector as observed on the returned product.

Event description:
It was reported that foreign matter was found in 221 bd phaseal¿ connector luer lock (c35) devices before use during an inspection. The following information was provided by the initial reporter, translated from japanese to english: "foreign matter confirmed during in-process inspection".